Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a thrombus aspiration interventional procedure with an 8f sheath. Reportedly, the device was flushed, but no backflow was observed at the marker lumen. An additional prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported obstruction of flow and subsequent treatment appears to be related to circumstances of the procedure. In this case under insertion or improper insertion angle likely led to the marker port not being in the arterial lumen cause the noted absences of blood flow through the marker lumen. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, the investigation determined that the reported obstruction of flow and subsequent treatment appears to be related to circumstances of the procedure. In this case, under insertion or improper insertion angle likely led to the marker port not being in the arterial lumen cause the noted absences of blood flow through the marker lumen. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H11 correction: additional mfg narrative revised.